Event description:
It was reported that no problems occurred during implantation. Due to an infection in the eustachian tube, surgery was carried out in 2008. The device had to be explanted as the active electrode was found in the eustachian tube. It is assumed that this was maybe caused by two surgeries the patient had to undergo due to a biopsy and a culture of the middle ear which were needed.

Manufacturer narrative:
The device has been explanted, and has been returned for analysis, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.